Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable and wall outlet. There was no reported adverse impact to customer's blood glucose level. Instructions were given to attempt charging using different outlets and cables, which initially resolved the issue but ultimately failed to maintain the charge. Consequently, technical support arranged to replace the pump. The customer was instructed to use an alternate form of insulin delivery, mdi, and to place the pump in storage mode before returning it. The necessary shipping arrangements and instructions were provided to the caller, who acknowledged and understood the guidance.